Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium prime coil and an instant detacher were returned within a shipping box and within a resealable biohazard bag. Visual inspection/damage location details: the axium prime coil was returned without the introducer sheath. The actuator interface was found to be loose. There appeared to be evidence of mechanical detachment using an instant detacher at this location. The axium prime pushwire was found to be broken but retained by release wire at break indicator. This is indicative that a manual detachment was attempted at this location. The coin was found pulled back and not against the lumen stop. The shield coil was found intact. The implant coil was found to be already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): two in-house axium coils were then selected for testing with the instant detacher. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicators were not visible when the pushwire were fully seated in the instant detacher cap. The implant coils were successfully detached on the first attempt without any difficulty. Conclusion: based on the analysis and reported information, the customer¿s report of ¿non-detachment¿ was unable to be determined as the axium was returned with the implant coil already detached. There was evidence of the reported manual detachment attempts and the coin was retracted from the lumen stop, releasing the implant coil as intended. Since the implant coil was not returned, any contribution of the implant coil towards the ¿non-detachment¿ could not be determined. Based on the analysis findings, the customer report of ¿unable to detach¿ could not be confirmed. The event cause could not be determined. The returned instant detacher was used to successfully to detach in-house axium coils on the first attempt without any difficulty. There was no malfunction of the instant detacher or non-conformance to specification identified that led to the unable to detach issue. There is no indication that the event is related to a potential manufacturing issue, therefore a DHR is not required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no problems prior to the non-detachment. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a detachment failure. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the internal carotid artery-paracli with a max diameter of 4mm and a 2.7mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported the sl10j was placed for the case that paracli downward 3x4mm. The prime frame 3.5x8 was prepared as per the instruction and was delivered into the microcatheter and placed inside the aneurysm. They re-placed 5-6 times until the frame was formed as expected. It was replaced severe times to form an ideal frame. The detachment was performed with the detacher. When the coil push wire was collected, the frame coil was not cut and came with it. The distal end of the hand of the push wire was stretched, so it was judged that the detacher was being used for detachment as per the instruction. The break indicator was broken and then the release wire was pulled 10cm, then the secondary detachment was performed. After the push wire was collected, the frame coil came with it and the coil was not cut. In the end, the second marker, reverse t crossing, was performed about 5 to 6 times, and the coil was tried to be detached but the coil could not detach at all. The coil collected in the catheter was about 1cm, so it was still in the pusher coil state and the coil was delivered to the aneurysm using a push wire. As the frame was formed without any problems, the frame coil was placed and the push wire was safely collected. Afterwards, 4 prime coils were placed and a new detacher was opened. All of the coils were safely detached and the treatment was completed after the placement in the aneurysm was completed. The doctor attempted to detach the coil using the instant detacher 1 time, as well as the manual detachment method with the hypotube 1 time. There was no patient injury. The device was prepared as indicated in the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.